Event description:
The event occurred in greece. The following info was provided by a greek distributor: a pt isolate was processed on a sensititre ap80 autoidentification plate and the result was pseudomonas 83%. It was identified by pasteur latex as a neisseria. The pt died from fulminant meningits. The product sensititre literature and package inserts do not claim that the system can identify neisseria. The package insert states that the ap80 permits identification of those as listed in the package insert; neisseria is not listed. It also states that final identification must be left to the discretion of the microbiologist and that other tests may be taken into consideration, including the source of the specimen, the pt's history, colonial morphology, and microscopic appearance. And it further states that the ap80 is designed specifically for the identification of gram negative bacteria listed in the insert and reactions produced by members of other bacterial species will not yield a correct result.